Event description:
It was reported that following a novasure endometrial ablation a laparoscopy was performed and "a perforation was seen on the posterior wall, right of the midline, with evidence of light serosal blanching". Additionally, it was reported that "no visible adjacent bowel injury" was seen. The perforation site was cauterized and the pt was admitted overnight for observation. She was discharged home the next day.

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and eval completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).